Manufacturer narrative:
Additional information was received on (B)(6) 2020. Bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed on (B)(6) 2020. The capsular contracture was baker grade IV bilaterally. The rupture was bilateral. The left sided impacted product was a 325cc mentor memorygel breast implant. The left sided lot number has been obtained. This report relates to the right prosthesis. 2. Is other serious- uncheck 2. Is required intervention- check 1. Is product problem- check a manufacturing record evaluation was performed for the finished device number 5557286, and no non-conformances were identified. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/ rupture manufacturer¿s reference number: pc-000649152

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor textured gel implants experienced right sided muscle pain, left sided lymphadenopathy, left sided breast cyst, left sided rupture, and left sided capsular contracture (baker grade unknown) post procedure. An ultrasound was performed due to left sided hardness and breast pain. The ultrasound revealed a left sided cyst, intracapsular rupture, capsular contracture, and out patching on the left medial aspect. Also her lymph nodes on the left had gotten larger. The patient has indicated future explant, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2020-03151 for contralateral prosthesis report.